Manufacturer narrative:
A specific cause for the reported driveline infection cannot be conclusively determined. The provided information indicated that the patient was admitted to the hospital on (B)(6) 2017 due to a driveline infection. The patient had been complaining of pain and itching for months but it had become acute in the last 7 days. The culture of the driveline exit site was (B)(6) for (B)(6) and is sulfa (bactrim) resistant; the patient was given IV vancomycin. There were no abnormal pump parameters and no alarms reported with the event. The patient remains ongoing on the device. The device remains in use supporting the patient and was not available for investigation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of birth was not provided. The patient's weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the driveline exit site culture was positive for coagulase-negative staphylococcus aureus and is sulfa (bactrim) resistant. The patient was admitted to the hospital on (B)(6) 2017 and was initiated on intravenous vancomycin. Per report the patient had been complaining of pain and itching near the driveline for months; however, no reports of driveline infection were communicated. No additional information was provided.